Event description:
It was reported by dealer that the facility heard a loud pop come from this bar600ivc bed and upon entering the room they saw that it was smoking. Dealer picked up the bed and states the junction box is in fact "blown". Dealer states no injuries and no other property damage, and no damage to the frame of the bed.